Event description:
It was reported that following a pulsed field ablation procedure, the patient presented to a general practitioner with a high heart rate and was not feeling well. The beta blocker dosage was increased from 50 milligram (mg) to 100 mg daily, but symptoms persisted. Two days later, the patient presented to the cardiac emergency unit with a recurrence of atrial flutter. An electrocardiogram showed atrial tachycardia and atrial flutter, and a chest x-ray revealed no clinically significant findings. The patient was hospitalized for one day and underwent successful electrical cardioversion for the atrial flutter recurrence. The case was completed with pfa. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.